Manufacturer narrative:
The manufacturing records for onxace-21, serial number (B)(6) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. Onxace-21 sn (B)(6), incorporated onto an unidentified 28mm tube graft, implanted in a 44-year-old male patient in the aortic position on (B)(6) 2007, was explanted and replaced with a valved-conduit onxaap-25 sn (B)(6) on (B)(6) 2019 (12 years 118 days post-implant). The patient had been experiencing progressively worse shortness of breath and fatigue, eventually becoming severely symptomatic with two episodes of pre-syncope. Mean valve gradients were measured in the high 40mmhg range (normal for this size valve would typically be low teens). Fluoroscopy showed mobile leaflets, but also suggested subvalvular pannus format ion, implying a stenotic condition. This valve-conduit combination was removed during a very long bypass operation, due primarily to the difficulty of working through the old scar tissue, but also included excision of the pannus, aortic root enlargement (using patch material, the annulus was enlarged from the size 21mm valve to accommodate a size 25mm valve) , and the addition of grafts to the coronary arteries to connect with the new conduit. The surgeon diagnosed the problem as severe patient-prosthesis mismatch. But this was undoubtedly exacerbated by the subvalvular pannus formation rendering a small annulus even smaller. Pannus formation for the on-x aortic valve is rare as the valve protrudes, in part, into the annulus. But over time, there can be tissue overgrowth, which, as in this case, can constrict the inflow area leading to stenosis. The instructions for use lists prosthesis pannus as a potential adverse event. Such complications may result in reoperation and/or explantation [IFU]. This is a case of pannus formation of an aortic on-x valve over a twelve-year period exacerbating a patient-prosthesis size mismatch. Despite the reduced annular area, the valve leaflets continued to operate normally, and the valve performed functionally as designed. No further action is required at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to implant registration cards, onxace-21, serial number (B)(6) implanted in the aortic position (B)(6) 2007 and explanted (B)(6) 2019. The onxace-21 was replaced with onxaap-25, sn (B)(6). According to additional information, increased gradient, pannus formation, severe patient-prosthesis mismatch. The valve was wasted, however the surgeon noted there were no visually identifiable defects with the valve.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to implant registration cards, onxace-21, serial number (B)(4) implanted in the aortic position (B)(6) 2007 and explanted (B)(6) 2019. The onxace-21 was replaced with onxaap-25, sn (B)(4). According to additional information, increased gradient, pannus formation, severe patient-prosthesis mismatch. The valve was wasted, however the surgeon noted there were no visually identifiable defects with the valve.